Manufacturer narrative:
The cobas c 111 analyzer serial number was (B)(6) . Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine jaffe gen.2 (creaj2) assay on a cobas c 111 analyzer. Initial result: 2.73 mg/dl. On (B)(6) 2025, the sample was repeated. 1st repeat result: 0.50 mg/dl. 2nd repeat result: 0.43 mg/dl (tested at another branch).

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.